Event description:
It was reported that the patient contacted support regarding being unable to twist a connector into place. The patient was advised to try a new connector, which resolved the issue, and blood glucose was not affected. Quality follow-up inquired whether a lot number was available for the connector. The patient was subsequently contacted and requested to provide the lot number via text message, which was received as an image. The reported lot number was 32274. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.